Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent and stretched out. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health impact code: 4625- laser surgery was performed. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned but that did not solve the problem. Lens rotated again. In a separate visit the lens was exchanged with a spherical model, same length and laser surgery was performed. The problem was resolved. The cause of the event was reported as patient related factor and the device failed to perform as intended. Cause details provided: "the patient had a small ciliary process in the left eye, and the ticl placed in the eye has rotated several times".